Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a wound washout as her scalp incision had not healed. The physician believes that the patient was not keeping the wound clean. The patient is home and healing.